Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported the patient received inappropriate high voltage therapies. Patient was in atrial tachycardia at the time of therapies. The device was adjusted by disabling the av interval data. The device remains implanted.